Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient did not have meningitis. Symptoms of the infection were puss and redness. The culture source and type of organism cultured were unknown. The patient was under treatment and recovery, at the time. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that there was an eroded extension wire. There was a lead/extension issue, it had eroded and was explanted and replaced on (B)(6) 2014. Impedance testing was done. No product issues were noted. Therapy delivery was normal. Patient was alive with no injury. Erosion had occurred at the right side extension location, behind the ear. There was an infection in the chest pocket post-operatively one week later. The implantable neurostimulator (ins) and extension wire were removed and the patient would be on antibiotic therapy. Additional information received reported that the ins was not infected and was not removed. It was a vancomycin reaction and the system remained implanted and functional.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# v646607, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).